Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-13, 6649437 - equinoxe, humeral stem primary, press fit 13mm, 320-10-00, 6781467 - equinoxe reverse tray adapter plate tray +0, 320-15-04, 6703984 - rs glenoid plate post aug, 8 deg, right 320-15-04 6703984, 320-15-05, 6746529 - eq rev locking screw, 320-20-00, 6807769 - eq reverse torque defining screw kit, 320-20-42, 5987400 - eq rev compress screw lck cap kit, 4.5 x 42mm, 320-20-46, 4506240 - eq rev compress screw lck cap kit, 4.5 x 46mm, 320-42-00, s122247 - equinoxe reverse 42mm humeral liner +0.

Event description:
As reported, approximately 8 months postop the initial right tsa, the (B)(6) male patient presented with intermittent draining wound sinus. Treated conservatively initially, no bug grown. Surgeon decided to perform two stage revision, all implants removed. Evidence of infection present. Devices not returning, sent to rph for analysis. Patient was last known to be in stable condition following the event.